Event description:
It was reported that a spectrum pump failed to deliver the programmed amount (medication, programmed amount and deliver rate unknown). It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Additional flow rate testing to detect an under-infusion was unable to be completed due to a constant reload set alarm at power up. Evaluation found a failed downstream sensor to be the cause. The failed downstream sensor was replaced.